Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had poor communication on the patient programmer. The device that the patient had was a rechargeable one. The last time stimulation was felt was on (B)(6) 2015, the last successful charge session was right before christmas. The manufacturer reviewed that the patient may be in overdischarge and would need to follow-up with the health care professional (hcp) for a possible physician mode recharge (pmr) and also to have the implant checked out. The patient stated that they would contact the hcp and make an appointment regarding the reported issues. Other relevant medical history includes failed back surgery syndrome, unsuccessful disc surgery, and radicular pain syndrome (radiculopathies). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and manufacturer representative (rep) indicating that they had not charged since approximately (B)(6). The battery was in overdischarge, this was due to lack of recharging. A pmr was preformed and the patient could not remain at the office to complete the 60 minutes so they left wearing their recharger. The patient was to call the manufacturer representative (rep) and let them know if they were able to recharge successfully and would meet with the patient the following week to clear the power on reset (por). If additional information is received, a follow-up report will be sent.